Manufacturer narrative:
The following fields have been updated with corrected information: d.4 medical device catalog #: mz1000-br. D.4. Unique identifier (UDI) #: (B)(4). Investigation summary: a mz1000-br sample was not available for investigation; however, the customer confirmed that the complaint product was from lot 21045438. The feedback provided by the customer suggests it was not possible to connect the maxzero female luer adaptor (fla) to the IV set, resulting in the leakage of medication. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045438 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that during use with bd maxzero¿ needleless connector the medication leaked. The following information was provided by the initial reporter, translated from portuguese to english: the connector does not allow the IV set to connect to it, which causes medication leakage. Connector removed, discarded and replaced."

Event description:
It was reported that during use with bd maxzero¿ needleless connector the medication leaked. The following information was provided by the initial reporter, translated from portuguese to english: the connector does not allow the IV set to connect to it, which causes medication leakage. Connector removed, discarded and replaced".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.